Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during removal of a titan plate , which was fixed with torx screws , the tip of the easy explant bit, with sizer pin, tx8, 35mm broke. The date of the event is unknown. Additional information has been requested and is currently not available. No information about patient's outcome has been received so far.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that during the removal of a titan plate which was fixed with torx screws, the tip of the bit broke. Review of received data: 4 x-rays were received for investigation. Two of them are pre-operative and the other two are post-operative x-ray pictures. The pre-operative pictures show an implanted plate with several screws. No information provided about these devices (unknown manufacturer). The post-operative pictures show two screws left in the bone. It can be seen that the head of both screws are not available anymore. No information provided about these screws (unknown manufacturer). Devices analysis: visual examination: the broken explant bit was returned for investigation. The visual examination shows that the explant bit was broken at the tip .the broken piece was also returned. Review of product documentation: the inspection plan for the explant bit was reviewed. No issues found. Conclusion summary: the returned explant bit shows a breakage at the tip. The explant bit was broken during removing a screw. It is unknown which handle was used with the explant bit. If the explant bit was not fully seated to the screw this can lead to a breakage of the tip due to high forces. However, an exact root cause for the breakage at the tip could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).